Manufacturer narrative:
The reported complaint of dimmed segments was confirmed on all 3 returned display board. The dimmed segment was found to be associated to u1, u2 and u4 leds on the returned boards. Testing performed on pump module s/n (B)(4) display board found that u1 led segment f is dimmed. According to the srd-878 rate display view ability (ddm 10000041442 medley baseline srd-19), returned display boards are out of specification. There was no report of patient involvement a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement .

Event description:
Dim or missing led segments display board- segment dim it was reported that the display boards have dimmed segments. There were no adverse effects caused to any patients from the event.